Event description:
On (B)(6) 2013 it was reported that the patient¿s output current was 0.25ma and the patient was still having seizures. The patient¿s device was increased to 0.5ma. The patient¿s device was interrogated and the plan is to step up the dosing. The patient¿s vns was noted to be working fine. It was reported that the wand in the physician¿s programming system had to be replaced and that then when the manufacturer¿s consultant tried to interrogate the patient¿s device, the screen froze (this event is reported on MFR. Report # 1644487-2013-02417). The physician was in a hurry to see other patient¿s so the consultant¿s programming system was used to interrogate and program the patient¿s vns. A hard reset was performed on the physician¿s handheld and it was confirmed to be working properly with the demo generator.

Event description:
It was reported that the patient¿s device was unable to be interrogated by the treating neurologist. This was the patient¿s first visit to the neurologist. Attempts for product information from the implanting facility have been unsuccessful to date. Additionally after good faith attempts to obtain additional information from the neurologist¿s office, the neurologist elected to not provide additional information.

Manufacturer narrative:
Review of device history records performed. Review of generator device history records confirmed all quality tests were passed prior to distribution.

Event description:
Additional information was received that the patient¿s generator is functioning.